Manufacturer narrative:
The patient underwent autologous fascial sling and cystoscopy on (B)(6) 2011. The patient underwent a laparatomy, a total abdominal hysterectomy, and a bilateral salpingo-oophorectomy on (B)(6) 2012 due to pelvic pain, suspect post ablation tubal syndrome and myofascial etiology. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation concurrently with cystoscopy. It was reported that following insertion, the patient experienced chronic vaginal and pelvic pain, recurrence, infections, foul odor, continuous urinary tract infections, high fevers, severe abdominal pain and painful sexual intercourse. The patient had the following surgeries: (B)(6) 2008: diagnostic cystoscopy, removal of intrauterine device, diagnostic hyperoscopy, endometrial sampling, diagnostic laparoscopy, and lysis of adhesion and tubal sterilization by cautery; (B)(6) 2010: tubal ligation; (B)(6) 2010: (B)(4) product that caused interstitial cystitis; (B)(6) 2011: uterine oblation; (B)(6) 2011: cystoscopy with hydrodistension. It was reported that patient underwent mesh removal on (B)(6) 2011. (B)(4) ¿ recurrence; foul odor; dyspareunia.